Manufacturer narrative:
The suspect device was returned for evaluation. The device was examined visually. The complaint is confirmed. The root cause was unable to be determined. A review of the device history record was performed and no exception documents were found. A review of the complaint database was performed and no similar complaints for this lot number were found.

Event description:
The distributor alleged a defect in the packaging. This was identified during incoming inspection at the distributor. The device was not sent to a user facility.